Event description:
This is an international report where a black hair was found inside a clamshell continuous ambulatory peritoneal dialysis (capd) packet when it was opened on the unit. There was no patient involved. One unit was impacted. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). There was a hair present that was located between the foam and the connection shield. Therefore this complaint can be confirmed for a hair in the clamshell. No root cause relating to the manufacturing process has been determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.